Event description:
During esophageal dilation, using the 18-20 ezdilate fixed wire dilation balloon, balloon did not deflate properly and was unable to be removed from the scope. Scope had to be removed from patient, and tip of balloon had to be cut in order to remove it from the scope. Manufacturer response for ez dilate fixed wire esophageal 3 stage balloon catheter (18mm-20mm), ez dilate balloon (per site reporter) sales representative notified. No response as of this date.